Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm513.2 implantable collamer lens, -10.00 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to patient developing a cataract and receiving phaco-emulsification (cataract surgery) and iol implantation.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic bent and fibers on lens surface. Dimensional inspection found lens was within specification. Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in patients over the age of 45 years old. Corrected data: the lens was explanted on (B)(6) 2016 due to the patient developing cataract. Secondary surgical intervention, phaco-emulsification (cataract surgery) and iol implantation, was performed on patient. (B)(4).